Event description:
It was originally reported that she experienced weakness in her legs when she turned the amplitude up. She was charging more than she used to and the charge was not lasting as long. The recharger belt was broken where the antenna attaches. The health care provider confirmed that the patient was seen in the clinic on (B)(6) 2010. Her stimulator does not work. She had a coughing spell and blacked out. She was hospitalized for pneumonia and emphysema. She experienced upper extremity numbness tingling. Her symptoms were consistent with myeloradiculopathy. CT myelography of the thoracic and lumbar spine, plain film x-rays were recommended.

Manufacturer narrative:
(B)(4).